Manufacturer narrative:
(B)(4). Damaged anvil. The analysis results found that one device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap sleeve gastrectomy procedure, the device was placed on a splenic pedicle, while retraction was being provided. The surgeon closed the device and potentially captured the 5mm retracting instrument in the distal jaw. Being unaware of this, the surgeon closed and fired. The e-beam would not advance and would not retract automatically. The powered manual release was employed and the e-beam withdrew and the stapler was opened. A second device was pulled, and I noticed the anvil on the first was yielded when the device was closed. There were no patient consequences.

Manufacturer narrative:
(B)(4).